Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: in 2001 - the pt underwent a hernia repair procedure with placement of a kugel mesh patch. Due to defective mesh patch the pt suffered severe abdominal pain, pain radiating into his back, weight loss and adhesions. In 2006-- the pt underwent surgery to remove a portion of the infected mesh patch, which had become displaced, causing a bulge in the pt's abdomen. Despite subsequent medical treatment the pt continued to experience intense pain in his abdominal region and severe infection, requiring him to present to the ER and subsequently spend several days in the hospital. In 2008 - the pt underwent surgery, during which the mesh was operated on, cleaning out the infected area. The pt continued to experience severe pain and infection at the site of the wound.